Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, no relevant clinical information was provided for inclusion in this medical investigation. Therefore, a thorough medical investigation could not be rendered nor could the root cause of the reported failure be determined. Based on the information provided, the revision was performed at the surgeon¿s discretion because the patient did not fully fuse. It was reported, the surgeon elected to dynamize the nail and the screw removed was in the static hole. The impact to the impact to the patient beyond that which already been reported cannot be determined. Should any additional relevant patient information be provided, this complaint would be re-assessed. A review of complaint history revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, procedural/user error, surgical/post operative complications, healing issues and/or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that a revision surgery was performed in order to remove a trigen low profile screw 5.0mm x 30mm from hfn because, per surgeon's discretion, the patient did not fully fuse. The surgeon elected to dynamize the nail and the screw removed was in the static hole. Patient's current health status is unknown.

Manufacturer narrative:
Internal complaint reference (B)(4).